Manufacturer narrative:
E1: name: medtronic minimed. Address: 18000 devonshire street. City: northridge. State: california. Zip: code 91325. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 300344238.

Event description:
It was reported that the patient faced bent cannula event on (B)(6) 2026. The blood glucose level was 280 mg/dl and the patient was treated with insulin pump. The insertion site was lower back. The infusion set was in use for one day.